Event description:
It was reported that the sales rep reported that error 48 power supply error was prompted on the console. A procedure was cancelled due to this event. It is unknown if the patient was present and sedated at the time of cancelling the procedure. A patient outcome was not reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The service repair was performed by the field service engineer (fse). During service repair, the fse inspected and tested the laser. The fse was unable to duplicate the problem reported but did not observe the error in the event logs. During the inspection the fse found the pyro calibration to be out of tolerance and the system to be out of calibration. Therefore, the reported allegation is confirmed. The malfunction found could have affected the device performance leading to the event experienced by the customer. The returned device was visually inspected, and the power supply was damaged and unusable. The tube packaging was insecure, and the tube fell out of the box when unboxing. The replacement tube was then found broken so the fse will revisit the site. Based on the analysis results, the investigation conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The service repair was performed by the field service engineer (fse). During service repair, the fse inspected and tested the laser. The fse was unable to duplicate the problem reported but did not observe the error in the event logs. During the inspection the fse found the pyro calibration to be out of tolerance and the system to be out of calibration. Therefore, the reported allegation is confirmed. The malfunction found could have affected the device performance leading to the event experienced by the customer. The returned device was visually inspected, and the power supply was damaged and unusable. The tube packaging was unsecure, and the tube fell out of the box when unboxing. The replacement tube was then found broken so the fse will revisit the site. All work was performed successfully, reviewed with the customer and to the satisfaction of the customer. System is ready for use. Based on the analysis results, the investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the sales rep reported that error 48 power supply error was prompted on the console. A procedure was cancelled due to this event. It is unknown if the patient was present and sedated at the time of cancelling the procedure. A patient outcome was not reported.

Event description:
It was reported that the sales rep reported that error 48 power supply error was prompted on the console. A procedure was cancelled due to this event. It is unknown if the patient was present and sedated at the time of cancelling the procedure. A patient outcome was not reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The service repair was performed by the field service engineer (fse). During service repair, the fse inspected and tested the laser. The fse was unable to duplicate the problem reported but did not observe the error in the event logs. During the inspection the fse found the pyro calibration to be out of tolerance and the system to be out of calibration. Therefore, the reported allegation is confirmed. The malfunction found could have affected the device performance leading to the event experienced by the customer. The returned device was visually inspected, and the power supply was damaged and unusable. The tube packaging was unsecure, and the tube fell out of the box when unboxing. Based on the analysis results, the investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the sales rep reported that error 48 power supply error was prompted on the console. A procedure was cancelled due to this event. It is unknown if the patient was present and sedated at the time of cancelling the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.